Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of dyspnea, hypoglycemia and cardiac arrest as the event initially started during pd therapy. However, there is no documentation to show a causal relationship between the liberty select cycler and the adverse events. Technical support reviewed the patient¿s treatment data and no overfill occurred. Additionally, the patient¿s doctor stated the event is not likely related to dialysis. The patient has a pre-existing condition of diabetes (unknown type 1 or 2) which most likely accounts for the hypoglycemia event. Based on the available information a cause for the dyspnea and cardiac arrest cannot be confirmed. Should additional information become available the clinical investigation will be reassessed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support reporting that the patient was in the hospital and believe the liberty select cycler over filled the patient. Pdrn stated that the patient patient's blood sugar was low (at 72) as they did not follow the diabetic diet and probably consumed some orange juice to help increase it. The patient soon began complaining of shortness of breath during dwell 2 of dialysis and urgent stat drain was attempted thrice that was unsuccessful. The patient presented to the hospital with shortness of breath where the patient's blood sugar had further dropped to 46; oxygen was tested via pulse oximeter. The patient subsequently had a cardiac arrest while in the hospital. The doctors in the hospital believed that low blood sugar was the cause of the shortness of breath and cardiac arrest and that it was unrelated to dialysis or delflex.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient event of not feeling well, hypoglycemia and cardiac arrest with subsequent hospitalization and diagnosis of acute multifactorial encephalopathy as the event initially started during pd therapy. However, there is no documentation to show a causal relationship between the liberty select cycler and the adverse events. Technical support reviewed the patient¿s treatment data and no overfill occurred. Additionally, the patient¿s doctor stated the event is not likely related to dialysis and there is no documentation to support that it is related. The patient has a pre-existing condition of poorly controlled type ii diabetes which most likely accounts for the hypoglycemic event. The patient has multiple comorbidities and worsening kidney function which caused or contributed to the many issues during hospitalization. Based on the available information the liberty select cycler can be disassociated from the event as there is no evidence of a machine malfunction or deficiency related to the adverse event.

Event description:
Newly obtained information from six pages of medical records received 05/nov/2018 were reviewed. A patient with a history of chronic kidney disease with initiation of dialysis within the last month and poorly controlled diabetes was admitted to the hospital on (B)(6) 2018. During peritoneal dialysis (pd) therapy the patient began not feeling well. Her blood sugar was found to be in the 40s and was given food and orange juice to assist blood sugar. Ultimately, the patient experienced cardiac arrest with acute hypoxic respiratory failure and received cardiopulmonary resuscitation (CPR) in the field. The patient received 2 ampules of bicarb at dialysis and was brought via emergency medical services (ems) to the emergency room (ER). The patient had been intubated in route to the hospital and treated with boluses of fentanyl and versed (unknown dose and route) as well as given three more ampules of bicarb in the ER. The patient was initially unresponsive. The cardiac arrest is documented as secondary to the hypoglycemia and associated metabolic abnormalities (severe acidosis) in the setting of her end stage renal disease and type ii diabetes. The patient was admitted to the intensive care unit until moved to the hospital floor on (B)(6) 2018. During hospitalization the patient was subsequently diagnosed with acute multifactorial encephalopathy secondary to uremia and worsening kidney function. Initially, dialysis was withheld, however, was restarted on pd therapy (unknown date) and tolerated well (unknown if fresenius products utilized). The patient has coronary artery disease status post non-stemi type 2 which was likely due to demand ischemia. The patient also experienced chest wall pain which was caused by CPR resulting in multiple significant rib fractures. The patient was treated initially with as needed oxycodone and eventually transitioned to lidocaine patches and low dose tramadol. The opioids were not tolerated and contributed to the encephalopathy. The patient underwent cardiac catheterization on (B)(6) 2018 demonstrating non-obstructive coronary artery disease and a nuclear stress test on (B)(6) 2018 which resulted abnormal showing a moderate-sized mild in severity perfusion defect. The patient¿s diabetes worsened during hospitalization due to inconsistent oral intake and no food by mouth due to multiple diagnostic tests. The patient¿s symptomatically improved and was discharged to an acute rehabilitation facility on (B)(6) 2018.